Event description:
It was reported that burr detachment, difficult to remove occurred and was snared to remove. The patent presented with ischaemic heart disease (ihd). The 95% stenosed target lesion was located in the severely tortuous and calcified middle and proximal right coronary artery (rca). A 1.50mm rotapro and rotowire were selected for percutaneous coronary intervention and rotablation procedure. Rotablation was attempted on a complex intervention to the rca. The lesion was sub-totally occluded with severe disease to the middle and proximal rca. A non-boston scientific (non-bsc) guiding catheter was used to poorly engage into the vessel and the rca was wired using an escalation of wires including a non-bsc guidewire. The wire was exchanged using a non-bsc microcatheter and a rotowire extra support was advanced into the distal right coronary artery to patent ductus arteriosus. A rotapro was then advanced over the rotawire extra support. Rotablation was performed to the ostial rca and proximal rca. The physician had difficulty maintaining engagement of the guide catheter with the due to the orientation of the takeoff of the rca and the extent of the disease. The physician set the rotation speed of the rotapro at 200,000 rpm and had good flush of the catheters sheath. Multiple runs of rotablation were performed with drops in rpm noted on each. After about 5 to 6 runs, the physician felt that there was a lack of control of the advancement and retrieval of the burr while using the advancer. The physician then removed the rotapro from the body and noticed that the burr has disconnected from the distal end of the shaft of the rotapro catheter. Under fluoroscopy, it was visible that the burr was located in the proximal rca along the rotawire. The physician attempted several techniques to remove the burr as well as the rotowire, however the rotowire also seemed to be stuck and unable to retrieve. Per physician's opinion, the burr was entrapped in a calcific lesion. Another wire was placed into the rca and into the right ventricular (rv) marginal artery and a balloon was advanced over this wire to perform an angioplasty at the site of the burr. A snare was then passed along the wire and used to trap the rotowire at the location of the burr. The rotowire was then pulled back so that the tip of the wire was at the burr. Together with the snared rotowire and burr, the rotowire was pulled back, and the burr was successfully removed from the vessel and safely retrieved via the guide catheter. The atherectomy procedure on the rca was successfully completed using a non-bsc device, and the vessel was subsequently stented with a non-bsc stent and synergy megatron stent. There were no complications reported, and the patient was stable post procedure and expected to fully recover.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy system with a detached burr returned on the rotowire used in the procedure. Visual inspection of the device found that the burr was detached and was found returned on the related rotowire which was moveable but failed to be removed to preserve condition of the wire. The coil was returned removed fully from the burr catheter and had a distal end detachment. There were numerous kinks to the sheath. After destructive testing was performed, inspection revealed that the turbine (driveshaft) was corroded, indicating the presence of dried saline within the device. It was considered likely that the presence of dried saline interfered with the device's ability to rotate during analysis leading to a device stall. Microscope inspection of the device found no damage or irregularity. The advancer knob was able to toggle back and forth. When toggled, there was no resistance, and the advancer knob moved smoothly. When the rotapro advancer was connected to the rotapro console control system and the knob switch [ablation button] was pressed, the device stalled and would not run. In order to determine the cause for the device stall, destructive testing was performed, in which the advancer was dismantled. Based on the nature of the detachment it is considered likely that tensile force was applied to the device.

Event description:
It was reported that burr detachment, difficult to remove occurred and was snared to remove. The patent presented with ischaemic heart disease (ihd). The 95% stenosed target lesion was located in the severely tortuous and calcified middle and proximal right coronary artery (rca). A 1.50mm rotapro and rotowire were selected for percutaneous coronary intervention and rotablation procedure. Rotablation was attempted on a complex intervention to the rca. The lesion was sub-totally occluded with severe disease to the middle and proximal rca. A non-boston scientific (non-bsc) guiding catheter was used to poorly engage into the vessel and the rca was wired using an escalation of wires including a non-bsc guidewire. The wire was exchanged using a non-bsc microcatheter and a rotowire extra support was advanced into the distal right coronary artery to patent ductus arteriosus. A rotapro was then advanced over the rotawire extra support. Rotablation was performed to the ostial rca and proximal rca. The physician had difficulty maintaining engagement of the guide catheter with the due to the orientation of the takeoff of the rca and the extent of the disease. The physician set the rotation speed of the rotapro at 200,000 rpm and had good flush of the catheters sheath. Multiple runs of rotablation were performed with drops in rpm noted on each. After about 5 to 6 runs, the physician felt that there was a lack of control of the advancement and retrieval of the burr while using the advancer. The physician then removed the rotapro from the body and noticed that the burr has disconnected from the distal end of the shaft of the rotapro catheter. Under fluoroscopy, it was visible that the burr was located in the proximal rca along the rotawire. The physician attempted several techniques to remove the burr as well as the rotowire, however the rotowire also seemed to be stuck and unable to retrieve. Per physician's opinion, the burr was entrapped in a calcific lesion. Another wire was placed into the rca and into the right ventricular (rv) marginal artery and a balloon was advanced over this wire to perform an angioplasty at the site of the burr. A snare was then passed along the wire and used to trap the rotowire at the location of the burr. The rotowire was then pulled back so that the tip of the wire was at the burr. Together with the snared rotowire and burr, the rotowire was pulled back, and the burr was successfully removed from the vessel and safely retrieved via the guide catheter. The atherectomy procedure on the rca was successfully completed using a non-bsc device, and the vessel was subsequently stented with a non-bsc stent and synergy megatron stent. There were no complications reported, and the patient was stable post procedure and expected to fully recover.